Event description:
It was reported that an inadvertent deployment occurred. A 5 x 40 x 130 innova stent was selected for treatment. However, the stent was never removed from its sterile pouch as it was noted to be partially deployed prior to preparation. No patient complications were reported.